Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this event or similar to this lot. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Without the product to examine, a determination of the root cause for the reported suture break could not be made. In this instance, based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product.

Manufacturer narrative:
(B)(4). There was no report or finding of suture break.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after normal device deployment and suture handling, hemostasis was not achieved. Manual compression was applied for five minutes and a normal pressure bandage was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.